Manufacturer narrative:
Device not available for evaluation.

Event description:
Its alleged by the attorney, through the filing of a legal claim, that the patient was using a stretcher while riding in an ambulance. It is further alleged that the ambulance carrying this patient crashed and the stretcher became disconnected from the floor of the ambulance. The patient died following this accident.